Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing separated and leaked at the blue connector that is located at the top of the pump chamber section. There was no patient harm, however, a new chemotherapy dose had to be made.

Event description:
The customer reported frequent air bubbles in the line during an etoposide infusion. When the clinician opened the pump door to address the air bubbles, the set separated above the pump segment causing etoposide to leak. There was no report of patient harm, however, a new chemotherapy dose was required.